Event description:
Customer called thru customer service and wanted to speak to higher management. He was explaining about the motors and the warranty being so short. Only a couple months out of the warranty. Told him I would see what we could do. Talked to united seating about the issue and new motors are on order for the chair already. Consumer is only wanting to speak to higher powers at invacare concerning quality. Will give approval for override to replace motors because of the leaking oil and return. No injury is alleged.

Manufacturer narrative:
RMA 859719490 has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 1 year 5 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.